Event description:
Premature infant (30 weeks gestation transferred from another institution following traumatic vaginal delivery. Upon arrival, an umbilical catheter was inserted at 9:30 pm. Two and one half hours later, the patient expired. Autopsy revealed perforated umbilical artery secondary to catheter insertion. Determine reportable: 4/20/93invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, inherent risk of procedure, port. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.